Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported during surgery for occlusive arterial disease, fusion 8mm-60cm supp peripheral graft knit outer layer was peeling off from the eptfe inner layer when the support coil was removed after cutting the graft at an angle. The hospital sutured both layers together and finished the surgery.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. Four pieces of fusion graft were returned for evaluation. The three pieces which were small in length were cut at an angle. One of these pieces had no support coil and there was no delamination observed. The other two pieces of medium length had support coil on and had no delamination. The longer piece had the two ends cut at straight angles i.e. The cuts were not made at an angle. One end of this graft had an unraveled support coil whereas the other end of the graft did not have the first three turns of the support coil. Both the ends of the longer graft had delamination. The outer textile layer and the inner eptfe layer were delaminated at the edge. The IFU instructs the user to first cut the desired length of the graft and then unravel the support bead. For the longer graft, the support coil at the ends was unraveled and missing. In the case of the three grafts of smaller lengths, the cuts of desired lengths were made first. Based on the return condition of the device and the evaluation result, the reported complaint is confirmed for the reported failure mode "delamination".

Event description:
The hospital reported during surgery for occlusive arterial disease, fusion 8mm-60cm supp peripheral graft knit outer layer was peeling off from the eptfe inner layer when the support coil was removed after cutting the graft at an angle. The hospital sutured both layers together and finished the surgery.